Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had experienced an scs lead migration and was no longer experiencing effective coverage. Surgical intervention was undertaken on (B)(6) 2023 wherein an additional lead was implanted into the patient to establish effective coverage. Therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient had a second lead implanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.